Event description:
An optometrist reported bilateral post-surgical dryness, observed at one month post lasik treatment. Reporter indicated patient was advised on the importance of post operative ocular lubricants. Pt noted "eyes were watering and vision fluctuates". Additional info has been requested. There are related reports for this pt. This report addresses the pt's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).